Event description:
A review of service data has been completed. Upon eval, monitor sn (B)(4) failed a pulse test and was resulting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. Upon eval the monitor failed a pulse test and was resetting. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.